Event description:
It was reported that the device detected ventricular tachycardia (vt) but treated for ventricular fibrillation (vf). The patient received inappropriate therapy. The device was reprogrammed and remains in use. The patient was a participant in the more care study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).